Event description:
It was reported that right ventricular lead had noise. Additionally, the right atrial lead had noise and showed insulation damage that occurred and was repaired during a previous procedure. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product evaluation summary: the full lead in segments was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the returned full lead in segments was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the ¿noise¿ described in the event. There were no anomalies observed on the returned full lead in segments that would contribute to the noise described in the event. There was not an in-vivo insulation breach or conductor fracture observed during analysis. All electrical and visual analysis was within specified parameters. The lead was returned with non-severe explant damage. Concomitant product: 340dr-t competitor implantable cardioverter defibrillator  (B)(6) 2013. (B)(4).